Event description:
The customer reported that the pump had ¿broken latches.¿ the device was returned to intuvie for investigation and failed the 30 psi occlusion test, recording a pressure of 19 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.

Manufacturer narrative:
The customer reported that the pump had ¿broken latches.¿ the device was returned to intuvie for investigation and failed the 30 psi occlusion test, recording a pressure of 19 psi, which is outside the acceptable range of 22¿38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The recalibration values are unknown at this time. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
During device resolution testing, the pump was recalibrated from a value of 297 to 319 and subsequently passed all functional tests. Reference to complaint#: (B)(4).